Event description:
It was reported to gore that the patient underwent endovascular treatment to implant a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) as a branch in the right renal artery in a fenestrated endograft. It was stated that an 7 fr aptus steerable sheath and as main body a cook zenith fenestrated endovascular graft was used. It was stated that the vbx-device was introduced up to the right renal artery and dilated to a diameter of 6.3 mm, which was not seen on the imaging. During removal of the balloon catheter the stent remained on the balloon catheter but displaced behind the balloon without being deployed. The delivery catheter including vbx-device was removed without problems and another vbx-device implanted successfully. There was no report of patient harm.

Manufacturer narrative:
H6 investigation findings c19 refers to the product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the cause for the stent dislodgement cannot be determined; however, stent dislodgment was observed during the engineering evaluation. The stent graft appeared to be fully crimped and undeployed. The stent graft was not centered about the balloon cover, rather it was dislodged proximally. The stent graft was obscuring the proximal end tie and was dislodged onto the catheter. It is not possible to confirm when the stent dislodgement occurred during the procedure. Since the stent graft is fully crimped, it was likely not centered on the balloon cover during deployment. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Device photos: two device photos were submitted for evaluation of similar image quality and content. The photos demonstrate an undeployed endoprosthesis displaced proximally on the delivery balloon catheter. The appearance of the visible portion of the balloon is consistent with deployment and use in a clinical setting. The serial number (B)(6) and device configuration (bxb072902e) as presented in the visible pid label are consistent with the device reported in this complaint. No further information was obtained from review of the provided images. The primary reported device failure, related to endoprosthesis displacement, was confirmed following engineering evaluation. Evaluation of the returned device indicated the stent graft was fully crimped and displaced onto the proximal balloon end tie. The field reports the vbx device was deployed without imaging confirmation, and the stent graft was noted to be undeployed and displaced upon catheter withdrawal. Neither the timing of occurrence nor root cause of the displacement on the delivery system catheter could be independently determined with the available information. However, the condition of the returned device is consistent with deployment of the balloon without the stent graft properly centered on the balloon cover. The IFU instructs users to use direct fluoroscopic visualization during device positioning and prior to deployment to ensure the endoprosthesis is centered within the proximal and distal balloon radiopaque markers. Therefore, the root cause of the undeployed stent graft is consistent with unintended use error as reported (i.e., user misunderstands location of ro markers). The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿position the gore® viabahn® vbx balloon expandable endoprosthesis across the target lesion under direct fluoroscopic visualization. Utilize the proximal and distal radiopaque markers (denoting the effective balloon length) as well as the radiopaque endoprosthesis as reference points to position the endoprosthesis in the lesion. Note: upon deployment, the ends of the endoprosthesis will be located inside the effective length of the balloon, away from the radiopaque markers, due to longitudinal foreshortening. Endoprosthesis foreshortening should be taken into account to achieve the desired lesion coverage. During positioning, verify that the endoprosthesis is still centered within the radiopaque markers and has not been displaced. Do not deploy the endoprosthesis unless it is properly centered on the balloon and properly positioned within the target lesion." Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The primary reported device failure, related to endoprosthesis displacement, was confirmed following engineering evaluation. Evaluation of the returned device indicated the stent graft was fully crimped and displaced onto the proximal balloon end tie. The field reports the vbx device was deployed without imaging confirmation, and the stent graft was noted to be undeployed and displaced upon catheter withdrawal. Neither the timing of occurrence nor root cause of the displacement on the delivery system catheter could be independently determined with the available information. However, the condition of the returned device is consistent with deployment of the balloon without the stent graft properly centered on the balloon cover. The IFU instructs users to use direct fluoroscopic visualization during device positioning and prior to deployment to ensure the endoprosthesis is centered within the proximal and distal balloon radiopaque markers. Therefore, the root cause of the undeployed stent graft is consistent with unintended use error as reported (i.e., user misunderstands location of ro markers). As the stent graft did not dislodge (full separation) from the delivery system, only displaced (partial movement but not full separation) on the delivery system and despite being withdrawn from the patient through the sheath, if it was to recur, may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health. As no device problem was found this event is considered not reportable and the report is being retracted.